Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The incompletely opened poly-foil pouch and arteriotomy locator were returned as well. No other accessory components were returned. A partially opened poly-foil pouch was opened completely to reveal the returned device. Visual inspection revealed there was a kink identified in the proximal part of the hemostasis sheath and locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the kink observed on the sheath or the device not being placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor deployed the angio-seal, the device did not deploy an anchor. Additional information was received on september 04, 2019. The type of procedure that was being performed was an angiogram with a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. Estimated blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure was completed successfully.